Event description:
It was reported that during preparation of the device, according to the instructions for use, when the mandrel was removed from the stent, the nurse that was holding the handle inadvertently dropped the device lightly on the working table. When the physician continued removing the mandrel, it was noted that finally the stent had prematurely deployed. The system was not used and it was discarded. There was no clinically significant delay in procedure as another absolute pro 8x60 was used without consequences and it was successfully implanted. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device did not return for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record for the reported lot revealed no associated non-conforming material records, indicating all lot release testing met specification. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. The absolute pro instruction for use provides the following instructions: holding the tip mandrel in place, inject saline into the lumen through the proximal luer fitting at the end of the housing assembly. Flush until fluid is observed exiting at the end of the sheath near the distal end of the stent. Hold the distal tip of the delivery system. Do not hold the stent area. Gently twist and pull to remove the tip mandrel. If the tip mandrel is not easily removed, do not use the device. Based on the review, no product deficiency was identified.